Event description:
Facility staff were utilizing the device to administer pacing therapy to a pt. Allegedly the pacer output would spontaneously drop to 0ma of current. The observation of observations upon which the discrepancy was based was not reported. The attending staff stated no pacer alarms were observed during the use. The pt was not resuscitated. The rptr stated that the discrepancy did not affect pt outcome. The rptr did not provide a basis for this determination.